Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2017-04248. It was reported the patient loss therapy. In turn, lead diagnostics revealed high impedance values on multiple contacts. Subsequently, reprogramming was attempted to no avail. As a result, surgical intervention was considered as the next course of action. Follow-up identified the procedure took place on (B)(6) 2017 wherein both leads were explanted and replaced with new models which resolved the issue.